Event description:
The user facility reported that the glidecath device involved was used to treat a patient with in-stent restenosis of the left superficial femoral artery (sfa). The entire length of the sfa was stented. The 4fr 65 centimeter angled glidecath was used to access the proximal portion of the stent over a 0.035" 260 centimeter glidewire advantage. The glidecath got stuck in a proximal lesion within the stent, and a large portion of the catheter sheared off when it was attempted to be removed. About half of the glidecath was sheared. The segment that sheared off was easily snared and retrieved from the patient. There was no effect to the patient. The outcome of the procedure was successfully completed. There was no patient injury or surgical intervention required. Additional information was received on 01 mar 2022: the patient was in stable condition. All sheared catheter pieces were retrieved from the patient. Hemostasis was achieved by manual compression. There was no blood loss. The catheter was damaged and the catheter was in two pieces when removed.

Manufacturer narrative:
Implanted date: device was not implanted. Implanted date: device was not implanted. Occupation: registered technologist (rt r). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the manufacturing record and the product release decision control sheet confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Based on the investigation result, no anomaly was found in the records. It was likely that the actual product was sheared off due to excessive pulling force applied for some reason. However, since the actual sample was not returned for the investigation, the cause of occurrence could not be clarified. Ashitaka factory assures the quality of this product by performing following inspections: I) after the shaft is molded on the core wire whose outer diameter is controlled, the core wire is removed to assure the inner diameter of shaft. Ii) before the packaging processes, 100 percent magnifying inspection is performed to assure that there is no anomaly including a breakage on the catheter. Iii) in the packaging and cartoning processes, dedicated tools and containers are used to protect the product and to prevent generation of a breakage. The IFU states: "warning - never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." (B)(4).